Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided liver biopsy in normal density tissue, after one sample pass, the device allegedly self-activated after the bottom slide was primed. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided liver biopsy in normal density tissue, after one sample pass, the device allegedly self-activated after the bottom slide was primed. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one max-core biopsy needle was returned for evaluation. The cannula was unable to lock into place with the device housing. Therefore, the investigation is confirmed for failure to prime. However, the investigation will remain inconclusive for the alleged self-activation as functional testing could not be completed due to the identified priming issues. It is likely that the identified excess blood contributed to the identified priming issues, as the slides were received stuck together with blood. It is also likely that the missing and bent bumpers contributed to both the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. Per the reported event details, the device was dry fired prior to use. The IFU states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Therefore, it is possible that patient and/or procedural issue contributed to the reported issues. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.